Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was due to the electrode belt dn to rear therapy pulse wire was broken from the rear therapy electrode #1. The root cause for cut cables was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.